Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that a leak was noted on multiple spots at the shoulder of the balloon. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location is unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon has no physical problem. Functional inspection found that the balloon was not able to hold the pressure due to a pinhole located approximately 85 mm from the tip of the device which produces a leak. Microscopic inspection also shows evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The returned balloon was found to have a pinhole located approximately 85 mm from the tip of the device which produces a leak and was unable to hold pressure. The problem could have been generated due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that a leak was noted on multiple spots at the shoulder of the balloon. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location is unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event